Manufacturer narrative:
Initial and final MDR (B)(4) MDR (B)(4) device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at the site, which cause the patient blood glucose levels was elevated to high, therefore patient had changed site and cartridge. The infusion set was in use for 2 days. The patient replaced infusion set/cartridge and resumed insulin deliveries successfully. No further information available.